Manufacturer narrative:
Product investigation summary: two (2) matrixneuro screwdriver blades (part 03.503.017 / lot u172402) were received for evaluation with the complaint category "does not/will not function: will not hold." This complaint is unconfirmed as the returned devices picked up and retained two (2) known good relevant matrix neuro screws (parts 04.503.224 with unknown lots). A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The performed functional test identified that the returned devices picked up and retained good relevant matrixneuro screws. The investigation found that the part family (03.503.01x) comes in two lengths [03.503.016 (short) and 03.503.017 (medium)] and is part of the matrixneuro system. These screwdrivers are intended to retain screws without a holding sleeve. This information is provided per the next generation cranial plating system: matrixneuro technique guide. The relevant drawings for the devices were reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. The manufacturer is unable to determine a definitive root cause; however, it is not likely that the design of the instrument contributed to this complaint. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing date: february 3, 2014 ¿ manufacturing location: (B)(6). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a patient underwent a cranial flap closure procedure on (B)(6) 2016. During the procedure, two (2) of the self-retaining matrix neuro screwdriver blades failed to hold the screw. An alternative device was available to complete the procedure. No surgical delay was noted. This report is 1 of 2 for (B)(4).